Event description:
Reporter from distributor called to inform that a facility, has reported to them that a pt got out of bed, fell, resulting in a hip fracture and that co's informer system did not alarm until 15 to 20 minutes after bed exit.